Event description:
It was reported that the patient flushed the port in the catheterization clinic. When operating the saltwater exhaust, it was found that the exhaust could not be done. The needle was replaced with a new one, and no similar adverse events occurred, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.